Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer experienced a blood glucose (bg) level of 563 mg/dl. The customer addressed elevated bg with a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.